Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
This is filed to report thrombus, requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with restricted posterior leaflet. After inserting the steerable guide catheter (sgc), a thrombus was observed on the stiff guidewire in the left atrium. The sgc was pushed over the septum and by aspirating the dilator and guidewire were removed. More heparin was given, and act monitored. Thrombus was observed in the right atrium and some thrombus left on the sgc near the septum. The patient was suspected to have a coagulation disorder. There was no device deficiency. The procedure was carried out with one clip implanted, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.